Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had symptoms when the pump was first implanted. It was reported that the patient had nausea, dry heaves, was sweating, constipation, falling, and dizziness. It was said that it was because the patient was detoxing off oral medication and the pump was set too high. The patient was in the hospital for a month when it happened. The pump was turned down while he was in the hospital. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.